Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer's blood glucose at the time of admission was over 400 mg/dl. The customer expressed ketones, nausea, vomiting and back pain due to her high blood glucose. The customer experienced back pain even when taking a deep breath. The customer stated that a cause of the hospitalization was dehydration. Troubleshooting was declined. It was stated that the high blood glucose was due to the customer's habits rather than the insulin pump's fault. Nothing further reported.